Event description:
Postmark date: 6/26/95.

Event description:
All of these reports were not deemed to be reportable as mdrs because each of the reported events did not result in death, did not report any permanent impairmen or damage to body function or structure, was no life threatening, and did not necessitate medical or surgical intervention to preclude permanent impairment or damage to body function or structure.